Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod, chapter 3 / page 49: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings, chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 250 mg/dl after wearing the pod between 1 and 4 hours. Patient's mother stated the pod fell off completely and the cannula dislodged from the infusion site (arm). Mother also reported that patient was under grandmother's supervision during this event; pod was not replaced, nor was manual injection backup insulin used. The following day, the patient was hospitalized via ambulance with high bg levels. The patient ran out of pods the night before and went to school the next day without receiving any insulin since the previous night, he was not wearing a pod when the medical intervention happened. The pod fell off and no backup was used.